Event description:
A caller reported a malfunction on a pump, specifically indicating a communication error with the memory. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance for resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if any issues reappeared.